Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit was not returned to fph in (B)(4) for investigation. Our investigation is therefore based on the information provided by the hospital. Result: the hospital did not inform us about what make and model of humidifier, adaptor and probes were in use during this incident. The combination of humidifier, breathing circuit and sensing probes are important in controlling condensation output. It is possible that the equipment used with our circuit was not compatible and thus did not control humidity output effectively. The fan at the patient's bed side would also have contributed to the excessive condensation in the rt200 circuit. Conclusion: user error contributed to the event. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Cold air sources such as fans, open windows and air conditioning can cause warm humidity in the tube to condense. Our user instructions that accompany the rt200 adult breathing circuit state the following: - set appropriate ventilator alarms. - check that the heater wire is evenly distributed along the circuit and not bunched or kinked. - do not stretch or milk the tubing. - when mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient.

Event description:
A hospital in the (B)(6) reported that a rt200 adult breathing circuit, a humidifier and servo-I ventilator were used on a patient. It was reported that there was excessive condensation in the rt200 circuit, the humidifier was not alarming and a fan was being used intermittently at the patient's bed side. The ventilator subsequently stopped working and the patient bagged whilst the ventilator was replaced. The hospital reported that the ventilator cassette was full of water. No patient consequence was reported.